Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and delivery rate unknown). It was reported it would take 4 hours to infuse when the infusion should have only taken 1 hour. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.